Event description:
The reporter stated that the device was displaying an invalid syringe size error. There was no patient injury or treatment associated with this event. Upon evaluation it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The syringe size displayed when using a 1cc syringe was unstable. During the evaluation the size potentiometer was replaced as a precautionary measure. This is being monitored for trends.